Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("teeth crack"), endometriosis ("endometriosis"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and back pain ("back pain") and was found to have weight increased ("I have gained lots of weight") and vitamin d decreased ("extreamly low vitamin d"). The patient was treated with surgery (essure removal schedule). At the time of the report, the pelvic pain, tooth fracture, endometriosis, abdominal pain, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, pelvic pain, tooth fracture, vitamin d decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: action taken with drug updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('inserted essure coils, with the non-coiled end of the left coil exposed through the proximal left fallopian tube serosa') and pelvic pain ('stabbing pain') in an adult female patient who had essure (batch no. 628147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, endometrial polyp, adenomyosis and multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("teeth crack"), endometriosis ("endometriosis"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and back pain ("back pain") and was found to have weight increased ("I have gained lots of weight") and vitamin d decreased ("extremely low vitamin d"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy and cystoscopy and essure removal schedule,laparoscopic total hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, pelvic pain, tooth fracture, endometriosis, abdominal pain, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, fallopian tube perforation, pelvic pain, tooth fracture, vitamin d decreased and weight increased to be related to essure. The reporter commented: no. Of coils: several coils still visible within the uterine cavity on both sides. Concerning the injuries reported in this case, the following one was described in patient¿s social media: tooth fracture. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, pelvic pain. Lot number:628147, manufacturing date: 2008-09, expiration date:2011-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('inserted essure coils, with the non-coiled end of the left coil exposed through the proximal left fallopian tube serosa') and pelvic pain ('stabbing pain') in an adult female patient who had essure (batch no. 628147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, endometrial polyp, adenomyosis and multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("teeth crack"), endometriosis ("endometriosis"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and back pain ("back pain") and was found to have weight increased ("I have gained lots of weight") and vitamin d decreased ("extreamly low vitamin d"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy and cystoscopy and essure removal schedule). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, pelvic pain, tooth fracture, endometriosis, abdominal pain, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, fallopian tube perforation, pelvic pain, tooth fracture, vitamin d decreased and weight increased to be related to essure. The reporter commented: no. Of coils: several coils still visible within the uterine cavity on both sides. Concerning the injuries reported in this case, the following one was described in patient¿s social media: tooth fracture. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, pelvic pain. Most recent follow-up information incorporated above includes: on 28-jun-2021: medical record received. Reporter information ,other relevant history, essure lot no, expiration date and date of explant were added. New event : " inserted essure coils, with the non-coiled end of the left coil exposed through theproximal left fallopian tube serosa" added. Reporter causality was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("teeth crack"), endometriosis ("endometriosis"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and back pain ("back pain") and was found to have weight increased ("I have gained lots of weight") and vitamin d decreased ("extremely low vitamin d"). The patient was treated with surgery (essure removal schedule). Essure was removed. At the time of the report, the pelvic pain, tooth fracture, endometriosis, abdominal pain, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, pelvic pain, tooth fracture, vitamin d decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received event "abdominal pain, back pain and dysmenorrhea" were added. Patient demographics were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.